Event description:
The customer biomed stated that their nursing staff told him that the central monitoring system (cns ) screen was flickering and that there may have been smoke. The biomed tested the unit but was not able to reproduce the issue. Reference MFR number: 8030229-2015-00029.